Event description:
It was reported when using the pyxis medstation es system unable to dispense medications. The customer reported there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the station being set to the incorrect time zone. A field service engineer adjusted the device configurations to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.